Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio: 1/12: inr=3.4; 1/16: inr=1.9. Therapeutic range: 2.0-3.0, target value is 2.5.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.